Manufacturer narrative:
Product ID 977a275, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the patient stated she started noticing loss of efficacy "3-4 weeks ago". It was reported cause was not yet determined and lead revision had not yet been scheduled.

Manufacturer narrative:
Additional information was received regarding serial number of the other applicable components. The other applicable components are: product ID 977a275, serial# (B)(4), product type: lead; product ID 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the lead revision was completed on the day of the report. The rep reported that the patient had stimulation coverage over her painful area. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's lead had migrated. An x-ray was taken of the lead which showed the position of the lead. The patient has a surgical intervention planned. No further complications were reported. No patient symptoms were reported.